Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. It was reported that upon removal of the sensor pod, the sensor wire remained in the patient's skin. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.